Manufacturer narrative:
Concomitant medical products: 250ml hospira bag, lot number: 86-612-kl, exp: 1 aug 2019, heparin sodium, therapy date (B)(6) 2018. The patient was undergoing a CABG work-up. The customer¿s report of an overinfusion was neither confirmed nor replicated. The pcu event log showed that the pump module was programmed to infuse heparin 25000unit in 250ml (100unit/ml) at a rate of 9.5ml/hr (950unit/hr) with a vtbi of 220ml at 5:40 pm on (B)(6) 2018. Functional testing resulted in the pump module delivering fluid outside of specification on the low side. Internal inspection revealed two of the six bezel bosses were damaged with one cracked and the other cracked and separated. The root cause of the reported overinfusion was not definitively identified as testing failed to replicate an overinfusion condition. The probable cause, however, is cracked and separated bezel bosses. Broken/separated bezel bosses can result in the occluder fingers and/or pumping fingers not being in the required position which can be intermittent and can cause failure to occlude and/or failure to pump. This can lead to over or under infusions with no alarm.

Event description:
The customer reported that 220ml of heparin was programmed to infuse at 9.5ml/hr (950units/hr) with no bolus, and 2 rns performed a double check process of hanging the heparin. The infusion was to be titrated every 6 hours based on ptt levels with a duration to continue until surgery. However, after approximately 1 hour the bag was noted to be empty, the pump was not alarming, and the pump appeared correctly programmed at 950 units/hr (9.5 ml/hr) with a correct vtbi of 220ml. The pump indicated that 211ml was left to infuse and that 9ml had been infused. Two rns checked to ensure the line was connected to the patient and that there was no leak. The ccu md prescribed 50mg of protamine IV which was given, and the patient was placed on neuro checks every 2 hours, bed rest until morning, with new labs to be drawn at 0000 and the evaluation for heparin re-start in the morning. The facility's biomed department tested the device and it passed. A later report from the customer provided conflicting information that the infusion was programmed for heparin 1000 units/ml with a start rate of 9.5ml or 9500 mg/hr (presumed to mean units/hr).